Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The hospital reported that after approximately 14 months of support, the patient's pump was exchanged due to suspected thrombus. No injuries or symptoms were reported.